Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated at the service and repair center. Per service report, the defect reported by the customer has been verified and repaired. Therefore, this complaint can be confirmed. On inspecting the device, further deficiencies were found to be impairing the device function. The following activities were performed: defective o-rings replaced, motor does not turn: motor replaced, motor corroded - motor replaced, protective conductor resistance out of tolerance - motor cable replaced, motor cable corroded - motor cable replaced, damaged parts of the valve was replaced, "tornado": preventive replacement of o-rings performed. During evaluation, rust was found on the motor as well as the motor cable. Hence, impairing the functionality of the device and causing the motor not to turn/function as intended. Corrosion is caused by excessive fluid ingress due to repeated usage of the device over time. Additionally, the screws from the toggle switch were stripped out. However, the root cause for this defect is unknown. The defective components were replaced and the device was restored to specification and is now fully functional. Furthermore, a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via mail that the tornado shaver handpiece causes the pump to shut down. It was discovered pre-operatively. Case completion details and patient/user outcome are unknown. The customer states that they don't have any further information. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred on 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.